Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that, while the patient was in the clinic, a driveline fault alarm was found upon interrogation of the heartmate ii system controller on (B)(6) 2022. The patient had weakened areas on their driveline as well as a rescue tape. A review of the log files revealed intermittent low flow events between (B)(6) 2022 and (B)(6) 2022. The file also captured an isolated driveline fault event on (B)(6) 2022 at 1119. Additional information revealed that the patient's controller was exchanged. The black power cable connect was tested by disconnecting the black cable 25 times. A review of the second log files, log files from the new controller, shows degradation to phase c. The driveline fault alarm did not return.

Manufacturer narrative:
Manufacturer's investigation conclusion. Review of the log file provided by the account confirmed driveline fault alarms and low flow events. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. Evaluation of the submitted photos confirmed superficial damage to the external portion of the patient¿s driveline. The submitted log files captured one driveline fault in phase 3 on (B)(6) 2022 at 11:19:23. The alarm did not affect the controller¿s ability to operate the pump at the set speed. Low flow events were also captured on (B)(6) 2022 through (B)(6) 2022. Routine power cable disconnects were also captured. The account submitted 2 images that showed tears in the external portion of the patient¿s driveline. Rescue tape was applied over the silastic layer near the damage. It was reported that the patient was in clinic and a review of their alarms showed a driveline fault. The patient was stable, asymptomatic, and didn¿t report any further alarms. Their low flow events appeared to resolve. The patient will return in a week to download log files. The heartmate ii lvas IFU, rev. H, and the heartmate ii patient handbook, rev. G, are currently available. The heartmate ii lvas IFU lists the adverse events that may be associated with the use of heartmate ii left ventricular assist system. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 16feb2017. No further information was provided. The manufacturer is closing the file on this event.